Event description:
The user facility reported a 78-year-old male noted as post cardiotomy cardiogenic shock¿/low cardiac output syndrome was implanted with an impella cp device for mechanical circulatory support. It was reported that during initial implantation, the 0.18 wire curled up on itself and became tangled in the impella. The device and sheath were removed and the artery was reassessed. The pump was again prepped and placed per protocol.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.